Event description:
Received letter from pt's attorney, alledged pt had a foreign matter "like a piece of glass or plastic embedded in lens". The pt claims he now has "a scratch, or chunk out of his eye". No add'l info is available to enable further investigation at this time.